Event description:
The customer reported that the system was getting a communication failure error and a no input signal. No patient injury was reported.

Manufacturer narrative:
The system was tested, found to be operating as intended, and released to the customer for use. See scanned pages.